Event description:
The device was used during an unspecified procedure. Reportedly, the insulation was damaged and disengaged into the pt's cavity. The surgeon was able to retrieve the insulation without any pt injury.